Manufacturer narrative:
H3, h6: the navio handpiece, pn pfsr110137, sn (B)(6), intended for use in treatment, was returned for evaluation. The reported event was visually confirmed. The snaplock nut is broken. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions determined this case and associated lot or serial number is associated with a CAPA 180018 and no further action is required. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. The most likely cause of this event is stress forces make the snaplock mechanism to break. As a part of corrective action a more robust design of the mechanism has been released and the failure mode continued to be monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during machine setup for a navio assisted surgery, it was found that the snap lock nut was broken in the navio handpiece. The procedure was finished with a smith and nephew back up device without any delay. The patient was not harmed.